Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2019. Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined. Additionally, it was determined that sensor value and bg value were at least a 100mg/dl difference. Confirmation of allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported. The reported allegation falls within the d zone of the parkes error grid.